Event description:
A us distributor reported that a battery charger fails due to functional issue.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (fails due functional issue) was due to q201 being internally shorted. The root cause of the shorted q201 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.